Event description:
It was reported that a problem occurred during implantation of a gamma nail. No further information about product/problem. Sales rep is in contact with involved surgeon. Additional info: surgery was performed without x-ray control; k-wire could be assembled to insertion tool (unknown) but not disassembled. Due to this the k-wire penetrated approx. 30cm into patients abdomen.

Event description:
It was reported that a problem occurred during implantation of a gamma nail. No further information about product/problem. Sales rep is in contact with involved surgeon. Additional info: surgery was performed without x-ray control; k-wire could be assembled to insertion tool (unknown) but not disassembled. Due to this the k-wire penetrated approx. 30cm into patients abdomen.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed via x-ray. The k-wire is classified as primary product during the investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The k-wire was documented as faultless prior to distribution. Because the k-wire was not available an investigation of it was not possible. Based on the given information following scenario most likely happened: the k-wire got deformed during its placement into the femoral head or it was deformed prior to surgery; the deformation was not noticed during x-ray control. The lag screw step drill was placed over the k-wire. Because the k-wire was deformed it had rotational contact to the drill cannulation and was pushed towards medial (maybe also contributed by residuals in the drill cannulation). During pre-drilling an x-ray control was not performed, therefore it was not noticed that the k-wire was moved towards medial into the abdomen. During the lag screw placement another x-ray control was performed and the displaced k-wire was detected. If the k-wire was used in previous surgeries was not reported but cannot be excluded. The step drill is equipped with a k-wire window near the adapter; the k-wire end must be visible in this window during drilling (see also page 28, fig. 51 in the operative technique -> packaging insert/IFU, procedure, and/or literature review). In case the k-wire is displaced its end is not visible in this window! Latest at this point the user must stop drilling and has to check the k-wire position. A more precise statement is not possible due to the missing k-wire; based on the given information the case is attributed to a user error. The IFU and operative technique include several warnings, notes and precautions that the k-wire position must be checked during every operative step where the k-wire is involved (i.e. With x-ray control); a deflected or deformed k-wire must be replaced immediately. Furthermore the k-wire is marked on its label as single use product. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.